Manufacturer narrative:
The cls and lead were discarded. The root cause of the cls migration and pain at the cls implant site, and inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide details potential risks associated with the implantation and use of spinal cord stimulation system including, "temporary or persistent post-surgical pain at hardware implantation sites. Cls migration or suboptimal placement, which may result in pain or difficulty in charging, and the patient may require surgery (including revision, explant, and replacement) as a result; and also includes, uncomfortable changes in stimulation (over and/or under stimulation) and inadequate pain relief following system implantation or over time." Lead information: brand name: evoke cap12 percutaneous lead kit: 60cm. Model: 102878. Catalog: 3008. Lot/batch number: 9015604946 . Manufacture date: 17 may 2023. Expiration date: 16 may 2025.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported migration of the evoke closed loop stimulator (cls) along with pain at the cls implant site. The patient additionally reported inadequate pain relief. The physician¿s evaluation and x-ray imaging identified one lead was positioned too lateral, which contributed to the inadequate pain relief. A revision procedure was performed to replace the cls and lead and resolve the reported event.